Event description:
This complaint is now reportable based on the analysis completed on 04/09/2008. It was reported that during a percutaneous coronary intervention procedure, the shaft was kinked. The lesion was a 90% stenosed segment of the moderately tortuous mid right coronary artery (rca). The physician felt resistance when advancing the 2.25x15mm quantum maverick balloon. When the balloon was removed from the pt, a shaft kink was noticed. The procedure was completed with another device. No pt complications were reported. However, returned prod analysis revealed that the catheter hypotube broke in two pieces.

Manufacturer narrative:
Product analysis found the returned balloon catheter hypotube broken in two pieces. The shaft was separated 16cm from the hub. Examination of the material surrounding the damage did not reveal any inherent deficiencies that would have contributed to the incident. The manufacturing records for top assembly batch were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. Based on this analysis, the most probable root cause of this complaint can be attributed to operational context. A CAPA has been initiated to address this issue.